Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise over-sensing which resulted in inappropriate auto mode switch (ams). No intervention was made. The patient status is unknown.